Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the size 8.0 inner cannulas were reportedly falling out and not clicking into size 8.0 trach. There were 17 patients in house with size 8.0 trachs. There was no medical intervention required. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Correction. H4 - device manufacturing date added.

Manufacturer narrative:
B5 - describe event or problem; additional information. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received stating that the event occurred while in use with patient at the hospital. There was a patient involvement, and no patient harm/adverse event reported.